Event description:
The customer's mother reported that the insulin alarmed no delivery and signal too low. No blood glucose reading provided. Troubleshooting was done. Customer stated that the basal was not programmed before the no delivery alarm occurred. Customer stated no delivery alarm was recurring during normal insulin pump use. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No error alarms were noted during testing. The insulin pump passed the restart error test and self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).